Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps including using different wall outlets and adapters, but the issue persisted. Technical support decided to replace the pump as it was still under warranty. The customer was instructed to put the pump into storage mode and return it with a pre-paid label. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy.